Event description:
Clinical study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt experienced a pseudoaneurysm at the puncture site. The lesion being treated was a 3.25 mm, 28 mm long, 90% stenosed, de novo portion of the mid left anterior descending (mid lad) artery. The lesion was pre-dilated with a 2.5 x 14mm balloon at maximum 8 atm. The physician then placed a taxus express2 3.0 x 32mm study stent. The stent was post-dilated with a 3.5 x 10mm balloon. Post-ivus was performed confirming 0% stenosis. The stent placement was well positioned and well apposed. Two days after the index procedure, around the puncture site (femoral artery) swelled up. The pt complained of mild tenderness. Echo examination was performed. The physician confirmed pseudoaneurysm of the dorsal side of the puncture site. The physician attempted to compress under echo, however the attempt was ineffective. Echo examination was performed again. The physician confirmed the pseudoaneurysm did not expand. The pt will be treated at the hospital as an outpatient. According to the physician the implantation of the taxus express2 stent did not relate to this event. The pt was discharged 3 days later. Pt status is stable.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. All taxus express2 units shipped for the batch conformed to the preventative measures/current controls as per product specification for the taxus express2 stent system. A review of the device history record (DHR) found no anomalies or deviations during the MFR of this batch. A corrective and preventative action has been opened to address the as reported clinical effect for pt complications. The most probable root cause of this defect will be documented as anticipated procedural complication due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulties and due to the lack of info implicating a root cause related to the device.